Event description:
Needle breakage. Sales rep reports needle broke in half while surgeon attempted to pass it through cooper's ligament during a laparoscopic burch procedure. Event had no adverse effect on the pt. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.